Event description:
A customer reported encountering an incident where a patient sustained thermal lesions during the transesophageal echocardiograph using a x8-2t transducer with an epiq cvx ultrasound system. The lesions were discovered during a gastroscopy. The patient¿s lesions are being treated with medication. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
A thorough investigation was performed to identify the root cause for the alleged patient¿s harm. The x8-2t tee transducer was returned for assessment and evaluated by the philips r&d team. A visual inspection found no signs of damage to the transducer tip or bending neck regions that would contribute to potential patient injury. The auto cool verification and standard production thermal tests all passed. The thermal testing and auto-cool testing completed and could not reproduce any issues within the thermistor circuitry. All thermal tests passed within the parameters and met design specifications. Could not reproduce as reported customer complaint of tee probe overheating.